Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode exhibited over-sensing of noise resulting in an inappropriate shock. During a follow up appointment, the oversensing of noise could be reproduced in the primary vector. The patient is scheduled for a revision procedure in the near future, due to a suspected system integrity. No adverse patient effects reported. Device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode exhibited over-sensing of noise resulting in an inappropriate shock. During a follow up appointment, the oversensing of noise could be reproduced in the primary vector. The patient is scheduled for a revision procedure in the near future, due to a suspected system integrity. No adverse patient effects reported. Device remains implanted. New information was received indicating that this s-ICD was explanted, and is being returned. Besides surgical intervention, no adverse patient effects were reported.